Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 68mg/dl. The customer's expected fasting blood glucose test result range is 100 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in states the meter is reading low. Customer states that the meter read 68mg/dl and states her normal range is 100-115mg/dl fasting. Customer denies symptoms of hypoglycemia and denies the need for medical attention at the time of call.

Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 68 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in states the meter is reading low. Customer states that the meter read 68 mg/dl and states her normal range is 100-115 mg/dl fasting. Customer denies symptoms of hypoglycemia and denies the need for medical attention at the time of call.